Event description:
A healthcare facility in hong kong reported that nine mr290v vented autofeed humidification chambers had cracked chamber domes and were leaking water. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Follow up report #2 due to additional five complaint devices (device 5-9) received on 27 january 2021. Section d4 and h4. Device 1 chamber lot #200212; date of manufacturing: 02-12-2020. Device 2 and 6 chamber lot #200318; date of manufacturing: 03-18-2020. Device 3 chamber lot #200702; date of manufacturing: 07-02-2020. Device 4 and 9 chamber lot #200814; date of manufacturing: 08-14-2020. Device 5 and 7 chamber lot #200622; date of manufacturing: 06-22-2020. Device 8 chamber lot #200501; date of manufacturing: 05-01-2020. Method: nine complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The complaint chambers were visually inspected. In addition, our f&p field representative visited the healthcare facility. Our investigation is based on the assessment of the returned devices, information provided by the f&p field representative and our knowledge of the product. Results: visual inspection of the returned complaint mr290 chambers revealed cracks on the lower part of dome of devices 1 -7. No cracks were observed to the chamber dome of devices 8 and 9. F&p field representative further observed that pressure relief manifold was not used as part of the equipment set-up and the measured pressure were at times above 8kpa. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber domes. The crack is most likely due to mechanical stress however the stress source is unknown. Our previous investigations on similar complaints show that application of excessive pressure may be a contributing factor to the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." "Use of the mr290v above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Manufacturer narrative:
(B)(4). 4 of the complaint mr290v vented autofeed humidification chambers were recently returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that nine mr290v vented autofeed humidification chambers had cracked chamber domes and were leaking water. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: four complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The complaint chambers were visually inspected. In addition, our f&p field representative visited the healthcare facility. Our investigation is based on the assessment of the returned devices, information provided by the f&p field representative and our knowledge of the product. Results: visual inspection of the returned complaint mr290 chambers revealed cracks on the lower part of dome. F&p field representative further observed that pressure relief manifold was not used as part of the equipment set-up and the measured pressure were at times above 8kpa conclusion: we are unable to determine what may have caused the crack of the complaint chamber domes. The crack is most likely due to mechanical stress however the stress source is unknown. Our previous investigations on similar complaints show that application of excessive pressure may be a contributing factor to the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa" - "use of the mr290v above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in hong kong reported that nine mr290v vented autofeed humidification chambers had cracked chamber domes and were leaking water. There were no reported patient consequences.